Event description:
New information received noted that the right ventricular (rv) lead helix failed to retract which was noted after insert into the patient body.

Event description:
It was reported that during initial procedure, the right ventricular (rv) lead helix failed to retract. The rv lead was not used and replaced. The patient was stable.